Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an accident while skiing, and ran into a tree, which resulted in a branch puncturing the patient's skin and severing the right ventricular (rv) lead. As a result, the patient developed an infection, and experienced pocket stimulation. The rv lead also exhibited a fracture and low impedances. The right atrial (ra) lead was also fractured. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.